Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ('left ovary pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2004 to (B)(6) 2009. Concomitant products included doxepin hydrochloride (silenor) since (B)(6) 2010, omeprazole since (B)(6) 2018 and venlafaxine hydrochloride (effexor) since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), rash ("rashes or skin conditions type: rash"), skin discolouration ("discoloration of skin/ rashes or skin conditions type: rash and discoloration marks on my legs"), fatigue ("fatigue"), abdominal discomfort ("gastrointestinal or digestive system condition type: constant discomfort") and poor quality sleep ("restless nights"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), vaginal infection ("vaginal infection") and gastrointestinal disorder ("gi (gastrointestinal disorder) conditions"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the adnexa uteri pain, vaginal haemorrhage, fungal infection, rash, skin discolouration, dysmenorrhoea, fatigue, abdominal discomfort, poor quality sleep, pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, vaginal infection and gastrointestinal disorder outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal discomfort, abdominal pain, adnexa uteri pain, bladder disorder, dysmenorrhoea, fatigue, fungal infection, gastrointestinal disorder, menorrhagia, pelvic pain, poor quality sleep, rash, skin discolouration, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records ;dysmenorrhea, menorrhagia, pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Pelvic pain, abdominal pain, bladder problem, urinary problem, vaginal infection and gi (gastrointestinal disorder) conditions were added. Event" menorrhagia" outcome was updated to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ('left ovary pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2004 to (B)(6) 2009. Concomitant products included doxepin hydrochloride (silenor) since (B)(6) 2010, omeprazole since (B)(6) 2018 and venlafaxine hydrochloride (effexor) since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), rash ("rashes or skin conditions type: rash"), skin discolouration ("discoloration of skin/ rashes or skin conditions type: rash and discoloration marks on my legs"), fatigue ("fatigue"), abdominal discomfort ("gastrointestinal or digestive system condition type: constant discomfort") and poor quality sleep ("restless nights"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the adnexa uteri pain, vaginal haemorrhage, menorrhagia, fungal infection, rash, skin discolouration, dysmenorrhoea, fatigue, abdominal discomfort and poor quality sleep outcome was unknown. The reporter considered abdominal discomfort, adnexa uteri pain, dysmenorrhoea, fatigue, fungal infection, menorrhagia, poor quality sleep, rash, skin discolouration and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records ;dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Case becomes an incident. Injury event was removed. New events added: pain: left ovary, abnormal bleeding (vaginal), menorrhagia, infection (bladder/urinary tract/vaginal)type: yeast, rash, discoloration of skin, dysmenorrhea, fatigue, gastrointestinal or digestive system condition type: constant discomfort, restless nights. Concomitant drugs, historical drugs, reporters and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.